Event description:
Three endeavor sprint drug eluting stents were implanted, one in each of the following: lad, lcx and 2nd obtuse marginal. It was reported that a myocardial infarction occurred during the index procedure, related to the target vessel.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (myocardial infarction).